Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: addrl1, ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented with chest pain. A remote transmission indicated an atrial lead warning for low impedance about two weeks prior. A second remote transmission done five days later did not show any atrial or ventricular high rate episodes over the programmed detection zone of greater than 150 beats per minute; however, in office recorded strips were indicating ventricular rates in the 170's the device and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.